Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient was implanted with a pacemaker system and several days later, the patient complained of dizziness and a heart rate of 28-44 beats per minute (bpm) was recorded. A chest x-ray was performed and no dislodgement was found. The patient presented in-clinic for a device check and the ventricular lead output was set to 7.5 milli volts to ensure constant capture. The next day, this lead was explanted and replaced without complication. No additional adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that this patient was implanted with a pacemaker system and several days later, the patient complained of dizziness and a heart rate of 28-44 beats per minute (bpm) was recorded. A chest x-ray was performed and no dislodgement was found. The patient presented in-clinic for a device check and the ventricular lead output was set to 7.5 milli volts to ensure constant capture. The next day, this lead was explanted and replaced without complication. No additional adverse patient effects were reported. The lead was returned for analysis.